Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and the blood glucose was running high. The customer¿s blood glucose was over 400 mg/dl at the time of incident and treated with insulin pump and manual injection. Customer declined high blood glucose troubleshooting. Customer stated that the insulin pump buttons were hard to press. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) act, up and down buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform self-test, rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test due to unresponsive button. Device had minor scratched lcd window, cracked reservoir tube lip, cracked case at display window corners and stained address or serial number label.